Manufacturer narrative:
Reference#: (B)(4).

Event description:
Physician reported an esophageal perforation in relation to a 360 express procedure. The patient is currently in stable condition. Patient was treated for hgd with the 360 express on (B)(6) 2016. Only the top 6cm of barretts esophagus was treated. There was nothing unusual about the case other than an ulcer in cardia. Physician reported that after attempting to remove the 360 express after clockwise rotation, there was resistance in the upper esophagus. Physician then advanced the 360 express back into the stomach, where he was able to visualize that the electrode was folded over. Physician reported a laceration in the mid to upper esophagus. One removed, the physician monitored the patient for 2 hours, and was then discharged. The patient returned to the ER 4-5 hours later with shortness of breath, odynophagia, and stridor with free air demonstrated in the neck and mediastinum. Patient was saturating at 92% without fever or a high wbc. Due to respiratory distress, the patient was intubated. IV antibiotics were started. The patient was extubated on (B)(6) 2016 and remained stable, but had continued crepitus. On (B)(6) 2016 a dynamic study of the esophagus showed small perforation at the mid right esophagus near the sternoclavicular junction. An egd was performed and an 18mm x 60mm covered stent was placed with a securing clip. On (B)(6) 2016 a repeat esophagram was performed showing a continuous leak. A second egd planned to correct the leak. The patient had elevated creatinine on admission at 1.95, which had declined to 1.70 by (B)(6) 2016 (it's unclear whether the elevation was related to ckd or an acute process). The patient remains stable without leukocytosis, without evidence of sepsis, a stable hemoglobin and hematocrit, and no abdominal or chest pain.

Manufacturer narrative:
One used 64082-01 was received for evaluation. The reported condition was confirmed. The visual inspection found the electrode was damaged and detached from the balloon. The investigation could not determine the root cause of the event. The dfmea shows that withdrawal difficulty, mucosal laceration, and perforation are failure modes that ere anticipated. No trend has been identified for this failure mode. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured.